Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 467 mg/dl. Blood glucose at the time of the call was 550 mg/dl, which she treated with the insulin pump. During troubleshooting no issues with air bubbles or leaks were found. However, the customer stated the tubing had a white part and found the cannula was slightly bent. It was advised to change the entire infusion set, reservoir and treat per doctor's instructions. The insulin pump will not be returned for analysis.